Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a fluid leak occurred during their treatment. Before the fluid leak was noticed, an ¿m31 air detected in cassette¿ warning had occurred multiple times. The patient was in fill 1 of 3 when the alarm occurred. It was reported that fluid was seen on the cassette door. Ts advised the patient to re-setup with new supplies. Additional details were provided upon follow-up with a patient contact familiar with the event. The contact confirmed the m31 alarms that occurred and the subsequent fluid leak that was noticed. The contact stated that fluid was seen leaking through the closed cassette door of the liberty select cycler. The contact was unsure where the fluid leak was coming from exactly. No damage was noted on the cassette when it was removed from the cycler. The cycler was not replaced during the call to ts. Ts advised the patient to re-setup with new supplies. The contact confirmed the patient had been trained to perform stat drains, as well as continuous ambulatory pd (capd) therapy. The contact reported that the patient completed treatment by doing a manual/capd exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event, and prophylactic antibiotics were not prescribed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a fluid leak occurred during their treatment. Before the fluid leak was noticed, an ¿m31 air detected in cassette¿ warning had occurred multiple times. The patient was in fill 1 of 3 when the alarm occurred. It was reported that fluid was seen on the cassette door. Ts advised the patient to re-setup with new supplies. Additional details were provided upon follow-up with a patient contact familiar with the event. The contact confirmed the m31 alarms that occurred and the subsequent fluid leak that was noticed. The contact stated that fluid was seen leaking through the closed cassette door of the liberty select cycler. The contact was unsure where the fluid leak was coming from exactly. No damage was noted on the cassette when it was removed from the cycler. The cycler was not replaced during the call to ts. Ts advised the patient to re-setup with new supplies. The contact confirmed the patient had been trained to perform stat drains, as well as continuous ambulatory pd (capd) therapy. The contact reported that the patient completed treatment by doing a manual/capd exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event, and prophylactic antibiotics were not prescribed.